Event description:
It was reported that the patient was not able to give himself a bolus with the personal therapy manager (ptm) since the day prior to the date of this report. Since then, the patient had been getting a ¿call your doctor¿ screen with the error code 8286. The patient used the ptm at the time of this report and got the 8286 code again. No alarms were reported and the patient wasn¿t experiencing any symptoms at the time of report. The patient was scheduled to go to their health care provider (hcp) for a refill on (B)(6) 2014 and planned to call the hcp on the date of this report about the problem. The device system was used to deliver baclofen and dilaudid. It was later reported that the patient had rescheduled their appointment for a pump refill inappropriately. He had though the ¿14¿ was the day he needed the refill instead of the year 2014. He was out of medication as a result on (B)(6) 2014. It was further reported the patient experienced withdrawal and was unable to bolus with their ptm. The cause of the event was patient error, the patient rescheduled their appointment for their pump refill and their reservoir was empty which was confirmed. It was reported a missed refill appointment caused the alarm however it was then stated it was unknown if telemetry confirmed an alarm. As a result of the event, the pump was refilled on (B)(6) 2014 and the patient recovered without permanent impairment. Additional information has been requested, but was not available as of the date of this report.

Manufacturer narrative:
Concomitant medical products: product ID: 8832, serial# (B)(4), implanted: (B)(6) 2007, product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2013, product type: catheter. (B)(4).